Event description:
The customer reported that a healthcare worker (hcw) experienced a burn when unloading the processed cyclesure bi from the sterrad nx chamber after a completed cycle. The symptoms reported were white markings on fingers and red bumps on arm. There was no medical treatment received for the reaction. The hcw was not wearing personal protective equipment (ppe). The customer indicated the inner vial of the bi was broken and there was leakage of h2o2.

Manufacturer narrative:
The IFU states the following: immediately after the sterrad sterilization cycle, remove sterrad cyclesure 24 from the sterilizer. Advanced sterilization products (asp) recommends gloves to be worn when handling cyclesure 24 bi as peroxide burns can result if the media ampoule is broken.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the failure mode and effects analysis and the health hazard evaluation. The DHR (device history review) for cyclesure biological indicator (lot number 356091) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the cyclesure bi and/or the sterrad nx did not indicate a significant trend. The fmea (failure mode and effects analysis) for h2o2 skin contact issues associated to the sterrad nx revealed a low-safety risk to the user. All rpn (risk priority numbers) scores for this failure mode are below 100 and considered low risk. The hhe (health hazard evaluation) for the risk of coming into contact with h2o2 while handling a processed bi (biological indicator) is considered to be low. The healthcare worker was reported to be fine by the end of the day. There was no sample returned for investigation. A visual examination of the retain sample from the same lot did not indicate any anomalies. When the media ampoule is broken, the media can leak out of the vial and hydrogen peroxide condenses on the outer surfaces of the cyclesure and on the exterior of the pouch. The issue of h2o2 skin contact can be attributed to the user not correctly following the IFU.